Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the faradrive sheath was visually inspected. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear in the inner valve. A known good farawave catheter was taken and inserted into the faradrive sheath from the hemostatic valve and found the sheath to leak as the catheter was inserted into the valve access point. The damaged hemostatic valve was likely the leak path for the leak observed in the faradrive steerable sheath during the procedure.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation, the faradrive steerable sheath presented a leak. After ablation, the physician removed the farawave catheter from the sheath, and inserted a non-boston scientific catheter into the sheath post-map and a leak was observed from the hemostatic valve of the sheath. The non-boston scientific catheter was removed and the farawave catheter was re-inserted to ablate, and no leak was observed with the larger catheter. The procedure was completed successfully with this sheath and without patient complications. The sheath was returned for analysis. It was further reported that there was a constant slow flow when the farawave catheter was not in the sheath and there was no air leak with the sheath.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation, the faradrive steerable sheath presented a leak. After ablation, the physician removed the farawave catheter from the sheath, and inserted a non-boston scientific catheter into the sheath post-map and a leak was observed from the hemostatic valve of the sheath. The non-boston scientific catheter was removed and the farawave catheter was re-inserted to ablate, and no leak was observed with the larger catheter. The procedure was completed successfully with this sheath and without patient complications. The sheath is expected to be returned. It was further reported that there was a constant slow flow when the farawave catheter was not in the sheath and there was no air leak with the sheath.